Event description:
It was reported that there were concerns this cleft ventricular (lv) lead exhibited loss of capture (loc). Technical services (ts) reviewed the reports and agreed there was intermittent loc. Ts suggested reprogramming to change the qrs complex. The lead remains in use. No adverse patient effects were reported.